Event description:
It was reported that at the end of a da vinci s surgical procedure, when the instruments were being removed, the shaft coating of the 5mm maryland dissector instrument was coming off. Nothing fell into the patient. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed that the tube insulation is damaged. The tube has a 1.28" long section with missing insulation, located roughly 1.28" above the snake wrist. The shape of damaged area is not typical for cannula related damage. It is possible that the tube insulation was initially damaged by instrument collisions and/or rough handling, which caused pieces of the insulation to stick out. Removing the instrument from the cannula may have further damaged the tube insulation, as the insulation that was sticking out may have caught on the cannula edge. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments of other unintended consequences, such as disconnection of the instrument tip.